Event description:
Source literature reported that the physician was attempting to implant a 2.5mm diameter x 18mm length endeavor rapid exchange (rx) drug-eluting stent to a lesion in the lad. The target lesion was reported to have exhibited 90% stenosis. The proximal lesion site had been previously stented with multiple other brand stents. During the attempted delivery of the endeavor stent, it became caught in the proximal stent site. When an attempt was made to forcefully remove the endeavor stent, it dislodged off the balloon and became stuck on the lmt to proximal lad. Percutaneous intervention was required to be performed on the same day. A 3.5mm diameter x 24mm length endeavor rx drug-eluting stent was used to cover the broken stent. The dislodged stent was successfully bailed out and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (device caught on previously deployed stent), (use of force when withdrawing device), (stent embolism). Conclusions: (use of force when withdrawing device).